Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a error code 1870, and it was found that the optical switch had a disconnected cable. The cause of the customer reported problem was the faulty optical switch motor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the optical switch motor.

Event description:
It was reported that the device displayed error code 1870. This alarm event pauses the delivery of the pump until the error is addressed. There was unknown patient involvement, and unknown signs or symptoms experienced.